Event description:
It was reported that the patient¿s post-op follow-up revealed right ventricular (rv) threshold change of variable thresholds. A possible dislodgement of the right ventricular (rv) lead was suspected. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.